Event description:
Patient had a hsv (herpes simplex virus) 2 positive test on the diasorin hsv (herpes simplex virus) 1 and 2 igg test, (index value = 5.07), followed up with a western blot which was negative for hsv (herpes simplex virus) 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116578.